Manufacturer narrative:
Device remains implanted.

Event description:
It was confirmed that patient underwent right partial knee replacement in late 2008. Subsequently, manufacturer received notification that product was mislabeled as a right tibial but actually contained a left tibial. Recall was initiated; however, this product had already been implanted prior to discovery. Notification was sent to surgeon, no plans to revise patient, no further information has been provided.